Event description:
The patient's mother reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump has not been returned for animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specs at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.